Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) evaluated the iabp, and replaced both batteries due to the battery short run time. The fse also noted that this iabp is part a "off label" use program that runs batteries completely down every day for months, making the batteries last anywhere between 3 months to a year it is extremely rare that batteries will last full three years. After replacement of batteries the iabp passed all functional and safety tests per factory specifications, returned to customer, and cleared for clinical use.

Event description:
The customer reported that during patient use the intra-aortic balloon pump (iabp) batteries was not holding charge/ or charging up properly. There was no patient injury or adverse event reported.